Event description:
The customer reported the display was too dark. The customer reported that the unit was not in use. The remote service engineer advised the customer to replace the user interface assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.